Event description:
The entirety of the string came out [device breakage] the tampon was at a location that I couldn't pull it out myself; have to go to the ER after use; internal foreign body [foreign body in reproductive tract] pre-hypertension [prehypertension] case narrative: on 23-feb-2024, a spontaneous report was received from a consumer regarding a 23-year old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 04-mar-2024, additional information was received from a consumer. On 12-mar-2024, additional information was received from a consumer and in the form of an after visit summary. Medical history included allergies. Concomitant products was not reported. On an unspecified date (reported as she had used this brand "forever," also reported as "for years"), the consumer started use of playtex sport plastic, unscented. On 22-feb-2024, the consumer inserted a tampon out of the box. On 23-feb-2024, not more than three hours after use of the product and just after midnight, the entirety of the string came out and the cotton piece didn't. The tampon was at a location that she could not pull it herself. Subsequently, the consumer went to emergency room (ER), was diagnosed with an internal foreign body, and had it removed. The consumer discontinued use of the product temporarily before using it again on an unspecified date. She was "super disappointed" with the quality. While in the ER, the patient had a blood pressure of 123/74 (units not reported) that was categorized as pre-hypertension, was counselled, and recommended to follow up with her primary care provider within one year (relative to 23-feb-2024). As of 12-mar-2024, the status of product use was not reported. No additional information was provided.